Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped to ground, and caller confirmed damage beneath screen protector with display illegible and unresponsive so pump could not be operated. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections and received loaner pump, and technical support arranged pump replacement even though original pump was out of warranty.